Manufacturer narrative:
Please note that the following section was inadvertently missed on the initial MFR report and is being corrected on this follow-up #02 MFR report: 3005168196-2019-00692. Results: dried blood was found on the pump max housing and inside the vacuum inlet. Conclusions: evaluation of the returned pump max confirmed blood was aspirated inside the vacuum pump. If fluid enters the vacuum pump assembly, the pump may not function properly. Penumbra pumps are visually inspected and functionally tested during incoming quality inspection. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Manufacturer narrative:
This device is available for return. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient was undergoing a thrombectomy procedure using a penumbra system aspiration pump (B)(4) (pump max). During the procedure, the penumbra system max aspiration tubing (tubing) was inadvertently connected to the pump max directly and, upon aspiration, blood entered the pump max. Therefore, the pump max was removed. The procedure was completed using manual aspiration with a 50 cc syringe. There was no report of an adverse effect to the patient.